Event description:
It was reported that this pacemaker stored numerous inappropriate rhythmiq events. Technical services (ts) was consulted for further review and recommendations. Per ts, the issue was caused by intermittent ventricular undersensing, resulting in multiple mode switches. Ts recommended increasing ventricular sensitivity by lowering the fixed value from 2.5 millivolts (mv) to 1.5 mv. No adverse patient effects were reported. The device remains in service.